Event description:
A (B)(6) with digeorge syndrome, developmental delay; learning disabled and congenital heart disease: truncus arteriosus (type1) repaired at 1month of age and post rv to pa conduit dysfunction (stenosis and regurgitation) with dilated right ventricle. Conduit "pre-stented" and melody valve implanted in the cath lab on (B)(6) 2011. Approx six months after trans-catheter implant, pt developed fever, emesis and hypotension and was admitted to hosp (B)(6) 2011. Blood cultures were positive for (B)(6). She was treated with i.v antibiotics for almost 3 wks, however serial echocardiograms were progressively more abnormal. Echocardiogram demonstrated an enlarging pseudoaneurysm along the anterior "hood" of the conduit with increasing melody valve insufficiency. Due to an increasing amount of expansion of the pseudoaneurysm, new onset pulmonary insufficiency, and abnormal doppler flow patterns in the rvot, the pt was taken to the cardiac operating room on (B)(6) 2011 and the melody valve complete with the stent was explanted and a new conduit valve was surgically implanted. The bovine jugular vein valve leaflets of the melody valve were described by the cardiac surgeon as being completely "gone" with the stent and valve tissue skirt still visibly intact. A large pseudoaneurysm was found adjacent to the proximal portion of the stent and due to its size, was actually transected upon entering the chest cavity. Pathology examination reported the conduit wall aneurysm was consistent with abscessed tissue with necrosis and fibrosis. Intra-operative cultures of the surrounding tissue are negative to date. Along with the pt's history of significant developmental delay with retardation, she was know to exhibit obsessive-compulsive disorder (ocd) behavior. She evidently picks at her skin and sores frequently and has had previous integumental infections that may point to a predisposition for bacteremia. There was no other predisposing history of recent surgical procedures or dental procedures.